Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and a worn out lock latch mechanism was found on the video connector. It was determined this was causing the unstable connection. The cause cannot be determined at this time. Also, the software was found to be an older version. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure the unit intermittently produced a dark image that subsequently became no image. The unit was exchanged with another one which resolved the issue.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2016. The legal manufacturer reported that the inferred cause is described below. Intermittently darken the image: failure of the scope connector locks has been confirmed. We speculate that the locking failure destabilized the electrical connection, which occurred because the image signal from the scope could be transmitted correctly to the video processor. Scope connector lock failure: more than 3 and a half years have passed since delivery of the device, and if the user used it more often, we speculate that it was caused by failure due to wear of the connector locks or that the user attempted to pull out the video connectors without lowering the unlocking lever. Software version is not up to date: we assume that there was no opportunity to update the software because there was no problem with the previous version of the software. It is not abnormal and is not associated with this complex.